Manufacturer narrative:
A pt had an abdominal hysterectomy and lipectomy in (B)(6) 2010. In (B)(6) 2010, she was admitted to the hosp with abdominal pain. She had diagnostic testing done and subsequently underwent an exploratory lap procedure for removal of a foreign body on (B)(6) 2010. A clear cap was removed from the abdomen. A seroma had developed around the object. The seroma was drained. Upon inspection of the clear cap, the account determined the cap came from the bovie that was used during the surgery in (B)(6). They researched their purchasing records to identify the reported item number. The operating room staff does not perform pre and post procedure counts of such items as the cap to the bovie and were not aware of its absence at the time of the original surgery. The pt did well following the second procedure. No further complication was noted. The incident was not previously reported to us. The item was not returned to us for evaluation but a photo was sent. Based on the picture, it appears the item could be a protective cap from the cautery blade. A tip protector is the standard method of shipping, utilized to protect the tip. We have determined the root cause to be facility error. No other similar issue has been reported to us. However, in an effort to reduce the likelihood of this happening again, we have added colorant to our covers.

Event description:
A retained foreign body from a previous procedure was surgically removed and determined to be a protective cap from a cautery tip.